Event description:
On (B) (6) 2008, the pt reported that she received an a8 (bolus cancelled) after placing the infusion device in stop mode. She was advised that a8 will occur if she places the infusion device in stop after programming a bolus. The pt was assisted with priming the infusion tubing and after 3 cycles, no insulin dripped from the end of the tubing. She stated that the insulin cartridge was loose in the infusion device, and she was advised to tighten it. She attached a new infusion tubing and after 3 prime cycles, no insulin dripped from the infusion tubing. The pt was advised to remove the insulin cartridge from the infusion device, and she stated that insulin was coming out of the device. The pt was instructed to remove and reattach the adapter and infusion tubing to the insulin cartridge. She reinserted the insulin cartridge into the infusion device, and performed a prime but no insulin dripped from the infusion tubing. She stopped the prime and removed the insulin cartridge and stated that it was moist. She was instructed to insert a new insulin cartridge and she was able to complete the prime and reconnect to her infusion site. She stated that there was not a lot of insulin that spilled into the cartridge compartment. No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.